Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - 2396 - sore throat.

Event description:
It was reported that an unspecified malfunction occurred. According to the patient, (B)(6) 2026, at around 4:00 a.m., the sensor stopped working. Because she did not have another sensor available, she began monitoring her glucose through fingerstick tests. The last known egv was not documented. Approximately five hours after removing the sensor, she started experiencing symptoms. Before going to the hospital, her fingerstick reading showed 435 mg/dl, and she administered 5.87 units of insulin. Despite this, her mother observed that she continued to vomit excessively to the point of passing out, prompting her mother to take her to the hospital. The patient was admitted to critical care, where she remained unresponsive upon arrival. She recalled having symptoms of extreme thirst, persistent vomiting, and a burning sensation in her stomach and throat. She was diagnosed with diabetic ketoacidosis (dka) and was started on an insulin drip as well as potassium and magnesium replacement while being closely monitored in the critical care unit. At the time of the call, she remained in the ICU, with a current fingerstick reading of 185 mg/dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.